Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported it was impossible to charge the rechargeable neurostimulator post-operatively. Two different chargers were used. It took too much time to charge the neurostimulator. The device was replaced. The pt received a non-rechargeable neurostimulator. The pt status after replacement is unknown.